Manufacturer narrative:
A medtronic field service engineer (fse) found the lift and it was not functioning as intended during a pm. A replacement relay and controller board were sent to site. The fse replaced the parts and sent them back to the manufacturer for evaluation. Findings and conclusions for the relay: could not confirm reported problem "intermittent motion crash after gantry movement" findings and conclusions for the control board: could not confirm reported problem. The system functions within specification, put back into use. No further issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic field service engineer (fse) reported that the system's lift n' shift function intermittently and does not function as expected. After a system reboot, the unit function as expected. There was no patient present when this issue was identified.